Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 447 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with the insulin pump and they had manual injections available as a backup. Customer performed the high pressure test and passed. Customer advised they later treated themselves with manual injection as they realized the cannula was bent. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to monitor the insulin pump and follow up with their healthcare provider.